Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultramini meter was displaying the error 5 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt thinks that the alleged issue first occurred on two months earlier in the afternoon. He also mentioned that he experienced symptoms, however, he did not provide any specific symptoms. He reported that he had experienced the symptoms before the reported issue began. As a result of the reported issue, he took an increased dose of diabetes medication (medication regimen not provided). On the day prior to original date at 1:00pm, he received assistance from the emergency room and was administered insulin. There is no further info provided regarding the ER visit and the treatment received. He was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was good. However, the issue was not resolved when a retest was performed with a new vial of test strips. The pt reported feeling symptoms prior to the alleged issue; however, about 2 months after the issue began he also claimed he received insulin treatment from the emergency room. Although it is unclear as to the pt's diagnosis or circumstances that lead to the emergency room visit, this complaint is being reported as the pt indicated the reported issue began 2 months prior to the emergency room visit. A pt obtaining an error 5 message may be delayed in obtaining an actionable blood glucose result, which can be used by the pt to guide his/her treatment. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.